Event description:
Medtronic neurosurgery received information during literature review that (B)(4) subdural collections were treated in 159 patients using seps. The article stated that 38 patients in the study required an additional procedure such as burr holes or craniotomy for definitive treatment. According to the article, only one patient in the series required an emergent craniotomy following immediate complications from seps placement.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.